Manufacturer narrative:
Our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the photo. Inspection of the photo showed that no foreign material could be observed in the sample photo. Bd cannot confirm the cause of the failures to our manufacturing process since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
Additional information was provided.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima w/prn yel 24ga x .75in had foreign matter the following information was provided by the initial reporter; on (B)(6)2023 the gynecology nurse opened the package of the indwelling needle prior to performing a puncture on a patient and found a foreign body in the catheter, which has occurred several times recently, resulting in the need to re-disconnect the needle and increasing the cost of the unit, and the chief nursing officer has serious suspicions about the quality and safety of the indwelling needle, and would like to find out what the cause of the foreign body is and to provide a response.